Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue, and an inspection of the unit under test (uut) revealed no signs of damage or overuse. The uut was installed on a known good top level system running software version 6.1.0.2, and upon startup, the display displayed the standard startup sequence as expected, including the self-test (valves / blower sound audible, blue alarm leds dimming), with no alarms or warning messages. Following a 30-minute warmup, the external o2 gas supply hose was attached to the bellavista device, and the power/battery/o2 dropdown banner indicated a successful o2 connection. The circuit "e" test, test base unit, two-point o2 calibration, o2 valve test, and self-test were all completed successfully. O2 valve offset calibration was attempted but failed, prompting alerts tf 271 and tf 388. Service menu #16: function blocks was entered, and the o2 gas path test was done, which revealed "press o2 regulated" to be 3.94 bar, with the o2 regulator failing to regulate the input o2 pressure of 3.96 bar to the specified 2.7 bar. The reported complaint was duplicated. Root cause of failure was determined due to internal failure of the o2 regulator. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned yet.

Event description:
The customer reported to vyaire medical that the bellavista1000 us had a technical failure 388 - "no o2 dosing possible". Furthermore, there was no patient associated with this event.